Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in a severely tortuous and moderately calcified circumflex artery. A 10/3.50 flextome cutting balloon was selected for a percutaneous coronary intervention. During the procedure, it was noted that balloon ruptured at around 5 atmospheric pressure upon the first dilation. The device was simply pulled out from the patient's body and the procedure was completed with a different device. No complications reported and the patient's condition was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. It was also noted that the blades were oxidised. The initial inflation testing did not inflate the balloon, so the device was placed in the waterbath. The device was again attached to a boston scientific encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 12atm (atmospheres) without issue. A vacuum was then applied. The inflation device was verified at 12atm (atmospheres), before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12atm (atmospheres) was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No damage or any issues were noted with the polymer extrusion shaft that could have contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in a severely tortuous and moderately calcified circumflex artery. A 10/3.50 flextome cutting balloon was selected for a percutaneous coronary intervention. During the procedure, it was noted that balloon ruptured at around 5 atmospheric pressure upon the first dilation. The device was simply pulled out from the patient's body and the procedure was completed with a different device. No complications reported and the patient's condition was good post procedure.